Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when attempting to bolus. Customer's blood glucose was 123 mg/dl. The customer could not recall any significant events leading to the keypad issues. It was also found the buttons became unresponsive and a button error alarm occurred on the insulin pump. Customer also reported a failed battery test alarm on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling on their own noted. Unable to verify failed battery test due to button keypad anomaly. The insulin pump had cracked case at display window corners, minor scratched and cracked display window.